Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (6 days). We have reviewed the production records of the excor blood pump, s/n (B)(4), this pump was produced according to our specification. Note: the patient had a bleeding event on (B)(6) 2022 that resulted in a cardiac tamponade and revision by the clinic, the pump was exchanged for deposits again on (B)(6) 2022. On (B)(6) 2022 the clinic reported that the patient is still on the device and stable with no further deposits in the pump.

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2022 in the lvad configuration had an adverse event on (B)(6) 2022. The clinic reported that the patient had a head ultrasound. The results showed signs of hemorrhage in the right choroideal plexus. No signs of intraparenchymal bleeding. Second there was decreased peripheral perfusion of renal parenchyma and slow progression of anuria with proteinuria and increased level of free hemoglobin. The device functioned as intended at the time of the event. Deposits were noted in the pump at the time of the event. The clinic exchanged the blood pump on the patient for deposits on (B)(6) 2022.